Manufacturer narrative:
The insulin pump alarmed rf pic failed self-test and high stop current due to faulty electrical component on the rf board. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a radio frequency pic failed self test. Insulin pump would be replaced. Customer's blood glucose was unknown.